Event description:
It was reported that the clinician was having difficulty interrogating patients with the radio frequency (rf) head. The rf head was removed from service and was retained by the facility. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.